Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Reportedly, the cartridge was being used for 5 days. The customer's blood glucose level was 308 mg/dl. Tandem technical support instructed the customer to use the fill tubing feature to prime out the air bubbles. Customer acknowledged.